Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The foot separation and foot retraction issue were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of perforation, thrombosis and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break was found during evaluation of the returned device. Follow up with the account confirmed that the foot separation was noted once the device was removed from the patient anatomy; therefore, there is a possibility that the foot remained in the patient's anatomy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a proglide device after a coronary intervention procedure for a st elevated myocardial infarction (stemi) using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed when the needle plunger was removed after deployment. The lever was closed completely and the physician thought the foot of the device had retracted completely. The device was removed and the sheath was reinserted; however, it was noted that there was bleeding from the vessel when the sheath was reinserted. The physician inspected the proglide device and found that the foot had not closed when the lever was closed which likely tore the vessel. Manual arterial compression was applied for 30 minutes to achieve hemostasis. A clot (thrombus) formed at the superficial femoral artery and profunda below the access site of the rcfa. Access was obtained in the left common femoral artery and a thrombectomy device was used to go up and over to the rcfa to remove the thrombus. A delay in the procedure occurred due to the need to obtain access in the other groin to remove the clot. Post procedure there was no reported adverse patient sequela. No additional information was provided.